Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty eight events were reported for this quarter. Twenty six devices were received for evaluation. Twenty events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. Seventeen devices were found to be affected by corrosion. Three devices were found to be affected by compromised lubrication. One device was found to be affected by shattered bearings and corrosion. One device was found to be affected by debris. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. One device evaluation is in progress. One devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device reportedly overheated. Twenty four events had no patient involvement; no patient impact. Four events had patient involvement; no patient involvement.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient involvement.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 2 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by corrosion. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.